Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The patient¿s blood glucose level was 212 mg/dl. The customer stated that the button kept going up even when not pressed. The customer was assisted with troubleshooting. The customer stated that when the arrow up button is pressed pump got button error message. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to corroded keypad traces.